Event description:
It was reported that in the shock treatment room of the emergency unit, an explosion occurred on a mobile radiology device (mobilett xp) from siemens. Two users were next to the system, and suffered momentary hearing problems. The explosion was in the capacitor charge circuit which is internal to the unit, and was contained within the cabinet of the unit. The biomedical service ascertained after removing the covers that a 400-v capacitor was ejected from an electronic circuit board. The biomedical service called (B)(6)., which holds the ap-hp maintenance agreement. According to the (B)(6). Tech, the capacitor charge board d952 was short-circuited and damaged board d972 (fuses destroyed). The two boards required replacement. This event occurred in (B)(6).

Manufacturer narrative:
To the best of our knowledge, the user's hearing problems were temporary. (B)(6)..